Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the malfunction was likely caused by an issue with the plug unit connection, which resulted in the absence of an image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope did not produce an image during reprocessing. There were no reports of patient involvement.